Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during a recent device revision procedure, during the pre-checks, that this right ventricular (rv) lead exhibited high, out of range shock impedance 125-130 ohms. The physician noted a fluctuating shock impedance trending data over the past 6 months. The physician suggested performing provocation testing, dft testing with sync shocks, but the patient refused to have further testing. A new device was implanted, and the rv lead remains implanted. Technical service consultant was contacted to provide recommendations. Ts advised additional information is needed from the new implanted device. No additional information is available at this time.